Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on february 16, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The consumables used during the event were discarded and the lot numbers are unknown. The acist medical advisory board member's assessment is as follows: the user describes a "lot" of air being injected during the first injection through a guide into the left coronary circulation. The angios include a diagnostic angiogram of the right coronary artery (rca) and the left coronaries. This portion is unremarkable and demonstrates diffuse coronary artery disease (cad) and a proximal left anterior descending artery (lad) stenosis. The next image shows a guide in the left main artery. On this injection there is occlusion of the proximal left anterior descending artery (lad) and the circumflex artery (cx). The appearance is consistent with a significant air injection having occurred just prior to this angio. The actual air injection is not seen on the recorded images. The next image shows an interventional wire having been placed down the left anterior descending artery (lad), and there is restoration of normal appearing coronary flow. Subsequently, a percutaneous coronary injection (pci) is performed to the proximal left anterior descending artery (lad). The appearance of how both the left anterior descending artery (lad) and circumflex artery (cx) are occluded on the first guide injection is consistent with a large amount of air. When air is injected at this time of the procedure, the most common cause is inadequate evacuation of air from the catheter and the tuohy by the operator. It does appear that the patient recovered without injury and with restoration of normal coronary flow. Acist recommends an inservice training with the customer be completed, but the customer has not yet scheduled this training. This report is considered closed.

Event description:
During a coronary angioplasty, plus percutaneous coronary intervention (pci) to the left anterior descending artery (lad), on a patient with coronary artery disease and anterior symptoms, immediately after positioning the guide catheter, accrual of air was noticed towards the left anterior descending artery (lad) and the left circumflex artery (lcx). The blockage opened after one minute. The patient experienced chest pain for approximately one minute and st segment changes. There was no permanent damage, and the patient fully recovered the same day.